Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had difficulty taking readings and experienced electromagnetic interference (emi). After troubleshooting, the patient was able to take and transmit a reading free of emi.